Manufacturer narrative:
This is an FDA reportable event due to a sentinel event reported on medwatch 3007305485-2011-00067. The device is being retained by the end-user facility risk management department. Conmed corporation is in the process of obtaining additional information regarding this incident. A supplemental report will be submitted on completion of the quality engineering investigation of the incident. Risk management declined to return item.

Manufacturer narrative:
The device in question is the marked spring tip guidewire, a 210cm long solid metal mandrel with a flexible, variable thread, spring attached to the proximal tip. The marked spring tip guidewire is a reusable instrument to be used in conjunction with american dilators and is compatible with key med, savary, eder puestow, and celestin esophageal dilator systems. A DHR/lhr, device history record/lot history record, review for lot 1108094 has verified the devices were produced according to current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture. No product was returned for examination or confirmation of defect or confirmation of conmed product. A picture of the complaint device was sent to conmed complaint handling center for confirmation. The review of the picture confirmed the guidewire was bent just proximal to the distal spring tip of the device. In process inspection is done on the devices and detectability of this failure mode is high. A 100% proof loading and hand pull test is done on devices produced during manufacturing to avoid spring detachment. All guidewires pass the hand pull test or they are discarded during the manufacturing process. Furthermore, sample devices are inspected for correct dimensions, soldering and buffing of the guidewire. The question of when this device was placed in service, and, how frequently the device was utilized remains unanswered. Exceeding the lifespan of the device and guidewire abuse as in aggressive guidewire advancement and retraction can result in device damage. The IFU, information for use, warns that, "the guidewire should not be advanced if resistance is met without determining the cause and taking remedial action." Root cause of the issue is speculative and cannot be determined without actual examination of the suspect device. The IFU further warns, "since the marked guidewire is a reusable device that is subjected to varied use and cleaning environments, the life span of the product cannot be guaranteed. In particular, less than 1% of the spring tips have been reported to have become dislodged during use or cleaning. Dislodgement of the spring tip during use may require endoscopic removal of the spring tip. Failure to remove the tip may lead to the perforation of the esophagus, stomach or bowel and the consequences customarily associated therewith, including death." The IFU continues and instructs to, "carefully inspect the guidewire after each use. Inspect the flexible spring tip and discard the wire if the tip appears to be bent or fatigued. Also inspect the soldered joints and discard the wire if the soldered joints appear discolored, loose or cracked." No root causes can be conclusively confirmed without examination of the actual device. Possible cause for this complaint could be device damage during shipping/handling or excessive force used by the user. No conclusive manufacturing related causes were determined during the investigation; therefore, no corrective action is recommended at this time. Conmed is considering this complaint closed. Not returned to conmed corp.

Event description:
It was reported, "just before tip, where wire enters guidewire, wire is bent". It was also reported that there was no patient injury associated with the malfunction of the device.